Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this system was explanted and replaced with another manufactures transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this system was explanted and replaced with another manufactures transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.